Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that both of the 511sd trocars' shield does not work correctly (no other information). Another instrument was used to complete the case. There was no consequence to the pt.